Manufacturer narrative:
Unit was in the customer biomed repair area and not in use on pts. Issue was duplicated. The gas sensing unit was replaced and the repaired unit was returned to the customer.

Event description:
(B)(4).

Manufacturer narrative:
.